Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 9.1 versus the labs 7.3 mmol/l. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.